Event description:
It was reported that this pacemaker system exhibited noise, oversensing, pacing inhibition, and low out of range pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. It was noted the pacing inhibition resulted in a syncopal episode for the patient. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.